Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was not returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon noticed a bit hanging off from the jaw of the device. After careful inspection it was realized that the insulation surrounding the device jaw was peeling off. The broken piece was caught before it fell into patients cavity.the surgeon stopped using the device and opened a new one. There was no patient harm.